Event description:
It was reported that the patients ipg will last half as long as it used to. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg will last half as long as it used to. The patient underwent an ipg replacement procedure.